Event description:
It was reported that coating peeling occurred. The target lesion was located in the lower extremity artery. A gw/035/260 (bx/3) magic torque guide catheter was advanced for treatment. However, physician noticed that the coating was starting to come off when it was removed from the patint's body. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned has the wire jacket peeled, as part of overall visual revision. It is possible to observe that the shrink sleeve is peeled and the guidewire is bent at the proximal section. The outer diameter dimensions were found within specification.

Event description:
It was reported that coating peeling occurred. The target lesion was located in the lower extremity artery. A gw/035/260 (bx/3) magic torque guide catheter was advanced for treatment. However, physician noticed that the coating was starting to come off when it was removed from the patient's body. The procedure was completed with another of same device. There were no patient complications reported.